Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that there was error 500 reported by the users in iscv. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation for this complaint.